Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking from the reservoir into the reservoir compartment. The customer stated that appears the insulin was coming from the bottom, but the reservoir was not cracked and the o-rings were on place. No further information was provided.